Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation also found foreign material was on the forceps elevator. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was on the forceps elevator, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.